Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent dislodgement occurred. The moderately tortuous and calcified target lesion was located in the left anterior descending artery (lad). A promus element stent of unknown size was implanted in the lad and then a 2.25x20mm promus element stent was advanced but was unable to cross the previously placed stent. The promus element stent became caught on the previously placed stent and during attempts to withdraw the device; the stent dislodged from the stent delivery system (sds) while it was inside of the previously placed stent. An unspecified balloon was advanced to the lesion and was slightly inflated in the dislodged stent and the physician was then able to successfully remove the stent from the patient. The procedure was successfully completed by implanting a bare metal stent in the lesion which was followed by postdilation. No patient complications were reported with the patient¿s current condition listed as ¿good¿. This product is only ous approved but it is similar to an approved u.s. Device.

Manufacturer narrative:
(B) (4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).